Manufacturer narrative:
Add'l catalog numbers: 72403900, 72402970. (B)(4).

Event description:
Patient had an ams inflatable penile prosthesis implanted on (B)(6) 2006. On (B)(6) 2010, the device was removed due to cylinder distal erosion. The hospital has stated it is not returning the device for analysis.